Manufacturer narrative:
A partial lead was returned in two pieces. The reported event of inappropriate shock was not confirmed final analysis found that the internal insulation abrasion breaching the cable lumen at 11.1 cm to 12.5 cm from the distal tip. No conductor fractures or internal shorts were found.

Event description:
Related manufacturer reference number: 2017865-2021-15081; related manufacturer reference number: 2017865-2021-15083. It was reported that the patient presented in clinic for a follow up check. Upon review, pocket infection was noted. X-ray showed vegetation on the leads. The right ventricle lead exhibited inappropriate therapy in the past. The implantable cardioverter defibrillator, atrial and ventricle leads were all explanted. Patient was stable.